Event description:
It was reported to philips that the system's footswitch was unable to perform fluoroscopy or cine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during a diagnosis electro-physiology procedure. The procedure was completed by using a handswitch. The philips remote service engineer (rse) evaluated the device and confirmed that wired footswitch was unable to perform fluoroscopy or cine. Review of logfile shows active and hand/footswitches not pressed, inactive and hand/footswitch pressed. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the wired foot switch connection was not properly seated in the table base. To resolve the issue, the fse disconnected the foot switch and securely reconnected it at the bottom of the table. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported wfs issue didn¿t impact on the completion of the procedure. The procedure was completed as planned by using a handswitch, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.